Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Clinical details mentioned that the pump was pulled back by the patient into the aorta. The pump was not returned. Data logs were investigated and "position in aorta" alarms were observed confirming positioning issue. Therefore, the root cause of the positioning issue was patient movement related.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the patient on impella cp pulled the impella back into the descending aorta. The impella cp was explanted and a new impella cp was placed. The patient remained stable and survived the surgery.